Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for evaluation. A review of the manufacturing documentation for lot#245299 and the associated sub-assemblies was completed. This review did not highlight any anomaly which could contribute to this reported event. A similar complaint batch review found that no further complaints were opened in relation to lot#245299. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions to use, and or device labelling. Based on a review of the fmeas, the as reported classification is not a new or unanticipated failure mode and therefore no updates to the risk documentation is required at this time. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Creganna will continue to monitor for these complaint types. This is considered the final report for this incident.

Event description:
Vascular complication (superficial femoral artery occlusion) with a prostar requiring balloon angioplasty to the right femoral artery at the level of the bifurcation. It was a high bifurcation and the initial access was slightly low. Flow was restored after balloon angioplasty.